Event description:
It was reported that the systems workstation would not boot due to faulty hard drive and sbc. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. The system operates as intended.